Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
It appears the patient's anatomy was more pronounced at the bifurcation when the filter was introduced. The physician met resistance and continued to advance the filter. A specialist was called in and the filter was removed via the femoral artery. Films were viewed and noted the filter was partially deployed. A new celect filter was placed without incident.